Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) with blood glucose was 600-700 mg/dl. It was also reported that the customer was again hospitalized on (B)(6) 2017 overnight 700 mg/dl. The customer treated their high blood glucose with intravenous solution and insulin. The customer was wearing insulin pump during hospitalization. The insulin pump will be returned for analysis.